Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. Tissue was found between the jaws the investigation found the device to function normally and within specifications. The jaws were not locked shut when the device was received by covidien. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.